Event description:
It was reported that during a resection, the first device fired malformed staples and the second device delivered an incomplete staple line. Additional sutures were used to complete the anastomosis. There was no adverse consequence to the patient.

Manufacturer narrative:
Information was not provided by the initial contact. Information anticipated, but unavailable at this time.